Manufacturer narrative:
Initial reporter city: (B)(6), okayama prefecture.

Event description:
It was reported that the wire was difficult to remove. A rotawire drive was selected for use in a percutaneous coronary intervention in the distal right coronary artery. The 100% stenosed target lesion was severely calcified and located in severely tortuous anatomy. The rotawire drive was unable to cross the lesion. When attempting to withdraw the wire, the tip became caught and stretched. Ultimately, the device was exchanged for another of the same, and ablation was performed. No patient complications were reported.